Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they had critical pump error on the insulin pump. The customer¿s blood glucose level was 250 mg/dl. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.